Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit (exact upn is unknown) was placed in a percutaneous endoscopic gastrostomy procedure (exact date is unknown however reported to be in (B)(6) 2010). According to the complainant, on (B)(6), 2012 the peg tube was clogged. The patient/caregiver forced the syringe plunger into the tube to rinse it and broke a hole in the tube (exact location unknown, reported as outside the patient). This tube remains implanted, however there are plans for replacement (date is unknown). There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn or lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is still implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.